Manufacturer narrative:
Medwatch field d4 has been updated.

Manufacturer narrative:
The lancing device was returned for investigation. The customer's allegation could not be reproduced. The device was in functional condition. The lancing device was tested with some test lancets (lot u21a8) at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. In addition, the cap had a snug fit on the lancing device and did not come off easily. The lancing device was disassembled for investigation and no abnormalities could be observed which could verify the customer allegation. The customer's lancets were not returned for investigation. A review on complaint data was performed with specific focus on the alleged failure "lancet not retracted" and the reported lot number (bbf003). No increased cumulation of the alleged failure was identified for the affected production interval.

Manufacturer narrative:
The customer's softclix device and lancets have been requested for investigation. Medwatch field initial reporter occupation: occupation - the occupation is patient/consumer.

Event description:
It was alleged that there was an issue with a coaguchek softclix lancing device. The customer advised that the device pokes too deep or it does not poke deep enough. The cap of the device also falls off and has been falling off for a while. The lancet does not retract when it pokes too deep. The customer stated the softclix device was set to "5.5". The lancet was seated properly in the device when not retracted. The lancet did not protrude past the end of the cap of the device.